Event description:
User facility reported that 3 days post-operation, the pt presented with excessive uterine bleeding. Pt was hospitalized and treated with another method of ablation. Pt was released and is recovering well.